Event description:
It was reported that bd insyte autoguard leakage at catheter/hub junction. The following information was provided by the initial reporter: item number 381823, customer are having an issue with these cannulas which appears to affect the whole batch (the 3 boxes customer have received, see below, from the same batch). Once the cannula is inserted and the needle withdrawn, the autoguard system does not work, and blood is leaking out of the cannula prior to connection of the extension line/valve. This hasn¿t been an issue with previous batches of these cannula. 22-jan-2025 1.kindly provide the event occurrence date. (B)(6) 2025. 2.can you confirm is there any patient impacted? No impact. 3.can you confirm that there are any serious injuries that occur to the patient? No serious injuries.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. The photograph displayed 3 dispenser boxes containing 22ga x 1.00in. Insyte autoguard units from lot number 4102968. The photo does not display any units, just the dispenser boxes. No damages can be observed from the provided photo therefore we are unable to confirm your reported issue. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No additional information.